Event description:
It was reported that the patient was seen at a regular follow-up appointment where it was noted the device battery had dropped to the elective replacement indicator (eri) faster than expected. The physician suspected the device battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event and there were no additional adverse patient effects. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the patient was seen at a regular follow-up appointment where it was noted the device battery had dropped to the elective replacement indicator (eri) faster than expected. The physician suspected the device battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event and there were no additional adverse patient effects. The device was received for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.